Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material and corrosion inside the light guide lens and burn on the distal end cover. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device evaluation, the gastrointestinal videoscope exhibited foreign material and corrosion inside the light guide lens and burn on the distal end cover. However, the event regarding foreign material was not a reportable event and was reported erroneously, and additional information received indicated that the reported event regarding the burn on the distal end cover did not occur. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.